Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open distal gastrectomy, the firing knob was broken off when the device was attempted to be fired. The device was used on the gastric body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/25/2022. D4: batch # 356a39. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing detached, the left bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted the damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device and test reload were tested for functionality, the knob was moved as expected and it fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the knob and the device performed without any difficulties noted. The instructions for use do contain the following caution: with the instrument closed, the firing knob is rotated to either side of the instrument. The damage on the shroud and the left bearing detached is consistent with improper use of the device. Please refer to the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.